Manufacturer narrative:
The device was not returned for evaluation to the manufacturer.

Event description:
During a surgical procedure, the electrocautery probe tip (l-hook tip) broke and fell into the patient. The electrocautery probe tip (l-hook) tip was retrieved from the patient. There was no harm to the patient.

Manufacturer narrative:
During a surgical procedure, the electrosurgical cautery probe tip (l-hook tip) broke and fell into the patient. The electrosurgical cautery probe tip was retrieved from the patient. There was no harm to the patient. The device was returned to the manufacturer. The returned device investigation revealed that a probable cause of tip breakage could be due to an excessive force applied while using the tip.

Event description:
This is the MDR follow-up#1 for the MDR 1223422-2016-00011. During a surgical procedure, the renew electrosurgical cautery probe tip (l-hook tip) broke and fell into the patient. The electrocautery probe tip was retrieved from the patient. There was no harm to the patient.